Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Philips field service engineer (fse) reported that the machine is not switching on. There was no adverse patient impact reported.